Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold and low ventricular sensing were observed due to right ventricular lead dislodgment. The lead was successfully repositioned to resolve the event and the patient was stable with adverse consequences reported.